Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl; cause was unknown. A manual injection was administered to address bg. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.